Event description:
Customer reporting on behalf of relative. Customer reported an individual received a false positive result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use cartridge sn: (B)(4) and lot: 21421l. On (B)(6) 2022, the individual took two different antigen tests resulting in negative; brand/manufacturer unknown. The individual retested and received a negative result using cue covid-19 test for home and over the counter (otc) use. The individual had no symptoms at any stages of testing.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.